Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing. The device was reprogrammed but the issue remained. The patient was asymptomatic and would continue to be monitored.